Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving lioresal 500 mcg/ml at 50 mcg/day via an implantable infusion pump. The patient was also taking oral baclofen at the time of event. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that there was difficulty with ascenda anchor during implant. The catheter was placed, the anchor advanced, not deployed and purse string and anchor stitches to biwing applied. When checked for cerebral spinal fluid (csf) flow, there was none. The purse string and biwing anchors were undone. When the back anchor was out slightly, flow resumed. Every time pushed in to have wings up to fascia, the csf cut off again. The anchor was implanted a little further back, biwings not flush with fascia. The hcp chose to choose to do a snugger purse string. There was no catheter visible between the anchor and fascia.the issue was resolved at the time of report. The patient&#38112;status at the time of report was alive - no injury.